Event description:
It was reported that when (1) device and (1) reload cartridge was used during a bowel resection, when the device was reloaded it would not fire. Another device was opened to complete the case. There was no consequence to the pt.